Manufacturer narrative:
The device was returned to zoll netherlands for evaluation. The customer's report was duplicated and attributed to a system interconnection flex cable that was not properly seated to a connector. The flex cable was realigned and secured to resolve the report. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.